Event description:
Caller reported an error with the continuous glucose monitor, labeled as cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer followed guidance from technical support to perform a pump reset, which successfully resolved the issue without the error reoccurring, and was able to start their sensor session.